Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses. Reportedly, the customer had to press the wake button multiple times before the pump responded. There was no adverse impact to customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H6 evaluation results code 213 and evaluation conclusion code 67- remove from follow-up 1.